Event description:
It was reported to st. Jude medical that during a follow-up, the ventricular pacing lead impedance dropped. During an investigation, the two packing lead set screws were found to be loose. Upon insertion of the lead back into the header, the pacing set screws could not be tightened. The lead was explanted.